Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high and low thresholds. The ipg also had loss of capture which could have been caused by unrelated anemia due to a gastrointestinal bleed. The patient also experienced bradycardia. The ipg was initially reprogrammed, then approximately a week later, it was turned off and replaced without extraction. No further patient complications have been reported as a result of this event.